Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: concomitant products- femoral stem fiber metal taper collarless. Taper pn 00786201600, ln 61178603. Reported event was able to be confirmed due to x-rays received. Radiology report of x-rays confirms left hip anterior dislocation of the femoral component of the left hip arthroplasty. No fracture visualized, but repeat film requested following reduction. Post reduction radiograph shows good position of the acetabular components of the left hip. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00801803601, cocr femoral head, unknown; 00620205622, shell porous with cluster holes 56 mm, 60912522; 00786201500, femoral stem fiber metal taper collarless 12/14 neck taper, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08004.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient is scheduled for a revision procedure due to experiencing multiple hip dislocations. Attempts have been made and additional information on the reported event is unavailable.